Event description:
Per the surgeon's report, this patient's cochlear implant was explanted in 2006, due to an infection and cholesteotoma. The patient does not plan to be reimplanted.

Manufacturer narrative:
This is a final report.